Event description:
Reporter indicated that a patient's vns generator was protruding in the chest more now than it had when it was first implanted on (B)(6) 2009. The patient was referred for a surgical consult due to the protrusion. Follow up with the surgeon's office confirmed the patient was seen, but the office declined to give any information due to privacy. Follow up with the reporter revealed the patient was seen by the surgeon on (B)(6) 2012, but the consult note has not been received by the office, and the surgeon has not called the reporter's office either, so the plan of care is unknown. In addition, the group home where the patient resides has not contacted the reporter's office, and the patient is not due to be seen again until (B)(6) 2012. A plan of care may be decided at that point and if surgery is needed. The patient had no known trauma and has not lost weight. The patient was referred to the surgeon due to the protrusion as it was felt to be a problem and not cosmetic.